Event description:
It was reported to nova biomedical that a consumer received a result of 283 mg/dl on their blood glucose meter. The consumer administered an unknown amount of insulin based on the reading. According to the consumer, a short time later she experienced a hypoglycemic event which did not require any medical intervention. It was discovered at the time of the call, the consumer is transferring test strips from one vial to another which is against our direction for use and may compromise the integrity of the test strips. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.